Event description:
It was reported to philips that the system displayed the alert "exposure not possible: reselect application", which prevented imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.